Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 27apr2026. Patient received care by institutional agreement for the treatment of thrombophlebitis. Patient has recovered and was discharged from the hospital.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a patient using PICC developed pain after salinization, and edema suggestive of medication infiltration was observed. The medical team was called and requested doppler of the right upper limb, with no evidence of vascular alteration. However, the pain and edema remained. In view of the situation, it was decided to remove the catheter. After removal, a tear was identified in the purple route (power PICC). When performing a syringe test, extravasation of the solution was evidenced through the site, indicating medication infiltration into the subcutaneous tissue while the device was still inserted. After catheter removal, the patient showed improvement in pain and continued with the therapeutic measures indicated for infiltration, edema, and thrombophlebitis.